Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The perclose proglide device, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed with the plunger of the device remaining in the deployed position with subsequent and proper locator wings deployment. The thumb advancer, clip delivery tubeset, and exchange sheath splitting were partially completed. There was no damage to the locator wings or anomaly normally associated with removal of the device from the anatomy with the locator wings deployed. Internal component inspection did not detect any anomaly and all components were in their proper positions for the received state of the device. The flex-guide was bent at approximately a 90-degree angle immediately distal of the clip delivery tubeset. The un-slit portion of the exchange sheath was cut for inspection of the flex-guide, which indicated there was no flex-guide shaft carving and indicated that the bent condition of the flex-guide was likely due to post-procedure handling and not a failure mode occurring during the procedure. Due to the bent condition of the flex-guide it was not possible to test the proper functionality device. Inadvertent device removal from the anatomy with the locator wings deployed may be caused by different factors. It is possible excessive force may have been applied to position the device against the artery wall, pulling the device out of the artery. This would normally leave the locator wings bent. However, the locator wings did not present any observation to support removal with the locator wings deployed. It is also possible that during exchange of the devices from the proglide to the starclose se, vessel access may have been lost and deployment of the starclose se device may have occurred outside of the artery in the tissue tract without any appreciable resistance. Both scenarios would result in the reported failure to achieve hemostasis and require the application of manual arterial compression to achieve hemostasis. Proper locator wings functionality is inspected during the manufacturing process to assure proper assembly and operation. Based on the evaluation of the device, the likely cause for the event is related to the operational context in which the device was used. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of units from the lot is functionally and destructively tested to verify proper device operation and no failure was detected. A query of the complaint-handling database for this lot was performed and found no indication of a lot specific product quality deficiency.

Event description:
It was reported that after an interventional percutaneous catheterization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device and a starclose se device. Reportedly, when the needle plunger of the proglide device was removed, no suture was present on the needle. The device was removed over a guide wire and a starclose se device was attempted. However, after thumb advancer and exchange sheath splitting, when the clip applier was retracted to place the locator wings against the arterial wall, the device pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician has reportedly completed training in both the proglide and starclose se devices. No additional information was provided.